Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Therapy date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-11823, 1627487-2019-11824, and 1627487-2019-11826. It was reported that the patient is experiencing pain at the ipg site. As a result, surgical intervention may take place.

Manufacturer narrative:
This product is no longer reportable as surgical intervention was not performed on the lead.

Event description:
Additional information received indicates there are no issues with the leads.